Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, immediate implantation, pain, mobility ((B)(6) are same patient).